Event description:
Used curved flexible drill bit to drill tunnel in glenoid. They took the drill out and started pounding in anchor, noticed there was metal in the tunnel. When they examined the drill bit they noted that the tip head had broken off where the flexing started (tip). They left the tip in the joint and continued inserting the anchor.

Manufacturer narrative:
(B)(4)